Event description:
It was reported, when we attached the nail to the adapter it was noticed by the surgeon that there was still a lot of movement of the nail, meaning that it wasn't secure. He tried re-tightening the nail holding screw, and this didn't help. He went ahead and inserted the nail into the patient, as we had no other option. After seating the nail to the desired position, he tried to put the recon k-wires into the femoral head, but stated that due to the "toogle in the guide" the k-wire kept hitting the nail, instead of going through the hole. After approximately 15 minutes of trying to redirect the k-wire, he decided to remove the nail, and called a different company, and have them bring in their nail asap.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.